Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
Boston scientific received information that the patient with this device was reported syncopal due to asystole. A device interrogation noted several stored ventricular tachycardia (vt) events which corresponded to the timing of the reported syncope. The real time electrogram presented continuous noise. When the polarity of the lead was programmed from bipolar to unipolar, the noise ceased. The physician elected to explant and replace the device with a non boston scientific product. It was additionally noted the device was included in the minute ventilation signal oversensing product advisory. The explanted unit is expected to be returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. The root cause of the noise and oversensing could not be confirmed during laboratory analysis.

Event description:
Subsequently, the device was received for analysis.